Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information (B)(6).

Event description:
An event involving a plum clave y-sites reported that leak was observed under the filter vent cover. There was no drug involved and no chemo exposure. Leakage could lead to loss of therapy, underdosing, or interruption of treatment if the issue were to recur. There was patient involvement and no harm/adverse event reported.